Event description:
Pt required iabp to be placed due to refractory angina. After 17 hours and 15 minutes, blood was noted in the tubing. Iabp alarmed. There was positive rupture. Iabp discontinued. Pt did not require a second iabp to be placed.